Manufacturer narrative:
(B)(4). Batch # m53p27. Conclusion: the analysis showed that an ats45 device was received with no cartridge reload present. Additionally it was noted to have insufficient anvil crimp on the anvil, making the device nonfunctional. No further functional testing could be performed due to the condition of the device. While no conclusion could be reached on what caused the damage to the anvil crimp. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
The device received has been classified as an unreconciled blind unit. No further information.